Event description:
Reportedly, "fired, but about one-third part of the tissue was not cut. The instrument was removed with cutting the patient tissue. Less than 200cc of bleeding was confirmed. Small incision was performed and the damage was reinforced with hand sewing. After that, no leakage was confimed." Procedure: unk.